Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26675. Follow up information identified the sjm representative met with the patient on (B)(6) 2016 and one of the leads was unresponsive, however reprogramming using the second lead was able to resolve the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2015-26675.